Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The previously reported peritonitis was manifested by abdominal and back pain. The cause of the previously reported peritonitis event was unknown (previously, the cause was not reported). One day after onset, the patient was hospitalized for the previously reported peritonitis event. Fifteen days after onset, the patient was treated with vancomycin 1.5 milligrams for one day (route and frequency not reported) for the previously reported peritonitis event. After two days of hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis event (previously, the outcome was not reported) but it was not reported if the patient was recovered from the peritonitis manifestation of back pain. Should additional relevant information become available, a supplemental report will be submitted.